Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device issue was not duplicated. , so the original complaint issue was not able to be confirmed. The product was returned for evaluation, but subsequent testing could not verify the complaint of a broken display. Additionally, the pcb was identified as having a damaged power inlet/dc jack, which could cause the front panel lights not to illuminate upon start up. This may have been the reason for the reported issue of a "broken" display, even though the display itself did not malfunction.

Event description:
Dealer states the unit has a broken display.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit has a broken display.